Event description:
A field service engineer identified broken workstation handles during periodic maintenance. No customer or patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation handle was evaluated and replaced. The system was returned to service.